Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 3 years and 11 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position. No additional information is available.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (i.e. Htn, htn, dm, ckd, etc.). These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b7, g3, g6, h2, h6: health effect - clinical code, device code(s) and h11 have been updated. Additions to section b5. The investigation is ongoing.

Event description:
According to the provided medical records, the patient was admitted for progressive heart failure symptoms (nyha iii-iva), hypoxic respiratory failure and acute decompensation prompting a computed tomography consult for tavr intervention. A transesophageal echocardiogram revealed an edwards bioprosthetic valve with thickened leaflets and restricted leaflet motion, possible pannus, and no evidence of thrombus or vegetation. The aortic valve area (ava) measured 0.5 cm^2, but this was evaluated using 3d planimetry. The dimensionless index was 0.29, peak aortic jet velocity was 4.1m/s, and there was mild paravalvular leak at the 12 o'clock position with mild central regurgitation. A transthoracic echocardiogram performed one day later showed an ava (cont eq vti) of 1.1 cm^2 and an aortic valve mean gradient of 23mmhg. A computed tomography performed the same day of the chest/abdomen and pelvis revealed calcification of the tavr leaflets. It was noted that given the severity of the bioprosthetic dysfunction, the patient's symptomatic status and anatomy were not suitable for valve-in-valve tavr and therefore, the heart team proceeded with surgical aortic valve replacement (savr), which included the following: explant of failed tavr, implantation of a 25mm edwards inspiris tissue valve, patch enlargement of the aortic root/annulus, and concomitant single vessel coronary artery bypass graft surgery.